Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2016 with the following findings: the keypad was intact with no damage observed. The ok key was intermittently responding to presses and did not spring back. The up, contrast and down keys were responsive to user presses. The ok key contact was observed to be cracked. No contamination was observed under the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that contact for the ok button was cracked. This report is made based on results of investigation completed on 11/23/2016.